Event description:
Ous MDR - we were informed that noise was seen during arm movements. This is all of the information that was provided to us. There is no indication that any intervention was performed and all available information suggests this lead remains implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available iegms confirmed the presence of noise on the rv channel as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.